Event description:
It was reported that patient experienced leakage located at quick release on (B)(6) 2025.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action 2356421 and corrective and preventive action 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 19-mar-2026 against "lot number 6010775 and similar malfunction code(s): leak between tubing and site connector - trace moisture / minor wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 6010775 and the identified failure mode are not associated with any ncrs or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 19-mar-2026 against lot number criteria equal 6010775 and similar malfunction codes leak between tubing and site connector - trace moisture / minor wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing connector is cracked, split, deformed, leakage may occur. The count of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6010775 was manufactured according to the work instructions version 82 and manufactured in the multivac m12 on 12/dic/2024 with a total of (B)(6). The sub-assembly, of the lot 4m00077 was manufactured according to the work instructions version 27 and manufactured in the quickset line, on 12/dec/2024, with a total of(B)(6). The sub-assembly, of the lot 4m00078 was manufactured according to the work instructions version 27 and manufactured in the quickset line, on 12/dec/2024, with a total of (B)(6). The sub-assembly gluing of tubing of the lot 4l04836 was manufactured according to the work instructions version 42 and manufactured in the gluing machine 04-08, on 01/dec/2024, with a total of (B)(6). The sub-assembly gluing of tubing of the lot 4l01864 was manufactured according to the work instructions version 42 and manufactured in the gluing machine 04-05-08, on 17/nov/2024, with a total of (B)(6). The sub-assembly gluing of tubing of the lot 4l05414 was manufactured according to the work instructions version 42 and manufactured in the gluing machine 05-08, on 30/nov/2024, with a total of (B)(6). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instructions version based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.